Event description:
Nodules at injection site (lip), redness at injection site (lip), report received on 28-apr-2006 from a physician regarding a pt, initials, age, and medical/surgical history not provided. On an unk date the pt received injections of captique to the lips. The physician reported that the pt had presente4d to the office with nodules and redness. The physician prescribed medrol dose pak, cold compresses, and message. Further information was provided. The physician did not provide his assessement of causality qa investigation results: review of the data did not indicate trends that could be associated to any product complaint.